Event description:
Total knee revision, amk system, due to ware of the polyethylene.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Conclusion and justification status: as there were no products returned and no product codes received, no investigation could take place and a search of the complaints database could not be conducted. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.